Manufacturer narrative:
Product analysis: analysis was unable to confirm the high impedance with the analyzer; the analyzer passed all incoming functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had a problem with the cables. When connecting the cables to the catheters the impedance of the cables was greater than 4000 ohms. Different cables were used but the problem persisted. A different programmer and analyzer were used to successfully complete the procedure. The procedure was delayed for approximately ten minutes with no patient complications or prolongation of anesthesia. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.